Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes there was sample leakage seen with 10 tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes there was sample leakage seen with 10 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 08-nov-2024. Investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the indicated failure mode for leakage with the incident lot was not observed. Additionally, the customer sample along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.